Event description:
During the procedure, the shaft of this device kinked while attempting to cross the heart valve. The device was removed and replaced. Pt is reported as fine and the device is being returned for analysis.